Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Customer lost consciousness, and was subsequently transported to the emergency room (ER) via ambulance. Customer was disconnected from the pump and treated with intravenous potassium and magnesium, and unspecified fluids. Customer was released from the ER 3.5 hours later with a bg of 307 mg/dl. The customer alleged the control iq software did not function as intended. Tandem technical support reviewed pump data and verified control iq software performed as intended. Reportedly, the software's algorithm "does not work" for the customer. The customer continued to use the pump for insulin therapy.